Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to old clip, clipping down on tubing and high blood glucose on (B)(6) 2017. The customer did not know the blood glucose value at the time of hospitalization. The customer stated they woke up with high blood glucose. The customer was sent home after high blood glucose was treated with IV. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.